Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's dad reported via phone call that the insulin pump received stuck button and insulin flow block alarm. The customer's blood glucose level was unknown. The customer declined troubleshooting for buttons. The device will not be returned for analysis.